Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a journal article review, that some patient's with these device models, exhibited a post implant infection. The author was contacted but failed to provide any specific serial numbers for reference.